Manufacturer narrative:
The complainant reported that a screwdriver broke while removing a cross bar connector between l3 and l4. There were no known patient complications associated with this incident. The complainant confirmed that the removal of the cross bar connector was performed due to adjacent level disease. A DHR review was performed for the device. There were no manufacturing anomalies identified. The device met all required specifications prior to release to distributable inventory. The driver that was used to remove the cross bar connector was not the appropriate driver that was intended to perform the function. This may have caused or contributed to the incident.

Event description:
The complainant reported that a screwdriver broke while removing a cross bar connector between l3 and l4. There were no known patient complications associated with this incident.